Manufacturer narrative:
The device has not been received; however, the non-visual device evaluation has been completed and the results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that the customer stated that a plastic piece broke off the end and was accidentally swallowed while sleeping, which woke him up as it caught in his throat. It was also reported that bottom of the device was peeling and breaking apart. The patient did not suffer any harm, injury or adverse outcome an no medical intervention was required.

Manufacturer narrative:
Corrected information: b3. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).